Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Since (B)(4) 2016, there were 223253 short circuit paces and 36 non-physiological paces with 17884 successful paces. The right ventricular (rv) lead pacing impedance trend was disabled. The life time minimum rv pacing impedance was 226 ohms and lifetime maximum was 299 ohms. The rv impedance was 285 ohms at implant.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. Due to a decrease in the lead impedance, the lead was switched from bipolar configuration to unipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.